Manufacturer narrative:
Product ID neu_tlock_anchor, product type accessory product ID neu_tlock_anchor, product type accessory product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4), analysis of the implantable neurostimulator (model 37712 serial # (B)(4)) found no significant anomaly. The battery capacity was reduced due to overdischarge. Telemetry was restored after one physician mode recharge. This was the second overdischarge. The time of the first overdischarge was unknown. It appeared the recharge coupling was not always optimal when attempts were made to recharge this implantable neurostimulator, because 3 of the last 5 recharge attempts, the device had 0 bar of coupling 5 to 7 minutes into the recharge session. After telemetry was restored, the implantable neurostimulator passed functional testing. No issues were observed with the setscrews in the implantable neurostimulator that would explain the reported event. Impressions in the #0 connector of the returned leads indicate the setscrews were tightened at one time. Analysis of the lead (model 3778-60 lot # v359496016) found the conductor in the lead body was broken within 10 centimeter of the connector area. The #0 conductor was broken 2.9 centimeter from the proximal end of the lead. Analysis of the lead (model 3778-60 lot # v442843035) found no significant anomaly. The outer insulation of the lead body melted. Cautery artifact was suspected. There are cosmetic melted spots in the body of the lead near the distal end. The outer insulation was wrinkled at the distal end of the twist lock anchor. Analysis of the t-lock anchor (product line item 40) found no significant anomaly. There were suspected tool marks on the twist lock anchor. Analysis of the t-lock anchor (product line item 50) found no significant anomaly. There were suspected tool marks on the twist lock anchor.

Event description:
It was reported that patient had the device explanted due to loss of benefit from therapy. When physician removed the lead, it came out without having to be unscrewed. There was no patient injury. Additional information has been requested, but was not available as of the date of this report.